Event description:
A customer reported an unexpected negative reaction with capture-r ready-screen 3 (crrs 3) on the galileo echo instrument. The sample was previously tested on the instrument using the same reagent lots and resulted positive. Capture-r ready ID (crrid) testing identified an anti-kell. The customer stated no adverse event occurred.

Manufacturer narrative:
Review of images: a review of the data on batch 19129 (initial testing) on instrument (B)(4) indicated all cell reporting reaction strengths of 1. No error was noted when the batch was processing. All cells resulted negative. A synopsis of the well images for sample (B)(6) on batch 19129 is as follows: cell#: 1, typing: k=k+, visible interp: visually negative well; 2, k=k+, visually negative well; 3, k+k+, visually negative well. Repeat testing: a synopsis of the well images for sample (B)(6) on batch 19346 is as follows: cell#: 1, typing: k=k+, visible interp: visually negative well, neg result; 2, k=k+, visually negative well, neg result; 3, k+k+, sight red cell adherence, equivocal result. A service call was made. Troubleshooting customer complaint revealed issues with pipettor system. Replaced probe supply tubing, re-seat pbs bottle rear connector, adjust 'resvol' to spec, increase 'shake' gap, processed 'unexpected reaction checklist' successfully, qc processed with expected results, system is operating within specifications.